Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they had continued experiencing issues with the cleo 90 infusion set, including inadequate adhesion and bent cannulas when the infusion set was placed on certain areas of the body. It was also reported that the pwd often had to change infusion sets every two days due to skin irritation. The event occurred while in use with patient. There was no patient injury.

Manufacturer narrative:
One used cleo inserter was received for analysis. No damage or anomalies were observed. The complaint of adhesive issue cannot be confirmed based on the returned items. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.